Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense channel that was oversensed and resulted in inhibition of pacing. Additionally, this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to advisory/recall notice.